Event description:
Late 50¿s male with history of coronary artery disease, hypertension, and coronary artery bypass graft. Procedure: left heart cath - when opening the sheath, it was not seated in the plastic appropriately upon packaging and the dilator fell on the floor. Not used on the patient. Another device used on the patient.